Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been getting high blood glucose readings all day, and that he believes that the insulin pump was delivering properly. The patient's blood glucose at the time of incident was 500 mg/dl, and his current blood glucose was 391 mg/dl. No symptoms of high blood glucose were mentioned. Troubleshooting was initiated for the high blood glucose and to inspect the pump. The drive support cap appeared normal. However, an air bubble was found in the infusion set tubing. The customer decided to change the infusion set and bypass the rest of the high blood glucose troubleshooting. The customer stated that if the set change failed to lower his blood glucose then he will call back. No products were shipped or returned.